Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce in which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07-may-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of scanner not registering scan was confirmed by fse, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order #01962620, the fse inspected scanner and replaced cable and tested by scanning barcode. Customer tested in the application. The report was closed. During dchu visual inspection: pn 120547-01: the assy cbl pyxibus 6 drawer was received with exposed copper strands and burn marks which indicates thermal damage. Pn 138517-01: the cable, 14 ft 10 pin modular to usb3 did not show tears, separations, cuts or exposed copper strands. However, a pronounced bend was observed near to the rj45 connector which indicates stress. During dchu testing: pn 120547-01: no dchu testing was required due to the exposed copper strands and thermal damage marks in the cable, rendering the component unsuitable for functional evaluation. Pn 138517-01: the cable showed audible and visual indicators of proper initialization when it was connected to a dchu equipment. It passed the functional testing with no intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed; no faults or irregularities were observed during the evaluation of the reported faulty scanner cable. Additionally, the assy cbl pyxibus 6 drawer received showed exposed copper strands with associated thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station functionality. However, this is an incidental issue from what customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not registering and cord required replacemant. As per part investigation, it was determined that there was assy cbl pyxibus 6 drawer showed exposed copper strands with associated thermal damage. There were no adverse events or injuries reported based on this event.